Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the patient¿s lactate dehydrogenase (ldh) increased from approximately 300 u/l (baseline) to 664 u/l. The event history showed a pump stoppage; however, the patient reportedly did not hear an alarm. The patient denied feeling the pump stop. It was reported that other than finding the pump stop in the event history, the pump was running as expected. It was also reported that the patient¿s blood pressure medications were increased for elevated blood pressure. The patient was encouraged to hydrate with fluids as the patient was dry. The hospital staff will continue to monitor the patient¿s ldh and complete blood counts frequently. The patient was not admitted to the hospital, and will not be having any other treatments at this time.

Manufacturer narrative:
A correlation between the device and the reported elevated lactate dehydrogenase could not be determined; however, the manufacturer¿s instructions for use lists hemolysis as an adverse event that may be associated with the use of the heartmate ii left ventricular assist system. The reported pump stop could not be confirmed because log files were not submitted. The patient remained ongoing on vad support without further reported events until expiring on (B)(6) 2015 (reference MFR. Report # 2916596-2015-00819). The pump was not returned for evaluation as it was not explanted and an autopsy was not performed. A review of the device history record revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
(B)(4).the pump remains in use supporting the patient. No further information is available at this time. A supplemental report will be submitted when the manufacturer''s investigation is completed. Placeholder.